Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of atrial tachy response (atr) due to atrial fibrillation (af). No oversensing or noise was noticed. This patient experienced asystole for more than two seconds. Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported. Additional information was received mentioning that this device delivered seven anti-tachycardia pacing (atp) and three shocks due to sinus tachycardia. Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: g3: bsc aware date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of atrial tachy response (atr) due to atrial fibrillation (af). No oversensing or noise was noticed. This patient experienced asystole for more than two seconds. Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported. Additional information was received mentioning that this device delivered seven anti-tachycardia pacing (atp) and three shocks due to sinus tachycardia. Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported.